Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a stored episode, electrograms (egm) was not complete. Additionally, artifact was noted on a stored episode and the patient was suspected to have received an inappropriate shock. The device and right ventricular (rv) lead both remain in use. No further patient complications have been reported as a result of this event.